Event description:
It was reported that the patient presented remotely via merlin.net. An insulation breach was suspected on the right atrial (ra) and right ventricular (rv) leads. The insulation breach was confirmed via chest x-ray. Both the ra and rv leads were explanted and replaced with a leadless pacemaker. There were no patient consequences.